Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 23 navitor valve was implanted in a patient. After implantation of valve, the patient developed complete heart block and was paced with temporary pacer. A permanent pacemaker was implanted on (B)(6) 2024. The patient is stable.

Manufacturer narrative:
An event of complete heart block and permanent pacemaker was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.